Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been receiving sensor updating alerts and then received a change sensor alert; the customer removed the sensor. Customer¿s blood glucose at the time of the incident was high at 517 mg/dl which was treated with the insulin pump. Troubleshooting was declined. The insulin pump will not be returned for analysis.